Event description:
A nurse reported that a peritoneal dialysis (pd) patient had a fluid leak associated with pd treatment. In a follow up, the nurse said the patient discovered fluid leaking during fill 1 of treatment. The fluid was leaking from one of the tubes. There was no leaking inside the cycler. There was no harm, intervention or adverse event associated with the leak. The patient is using the same cycler. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the sample was received open with its original package. The complaint product sample was disinfected according to rqam-326. While the sample was being disinfected and prepared for analysis, a leak was found at the male safe-lock connector assembled to the patient connector. After further inspection, no other issues were identified. The complaint sample was visually inspected according to bom 050-87212. During microscopic inspection was observed that the male safe-lock connector is malformed, this did not allow to perform a proper assembly with the patient end trigger connector. No additional issues were identified in the remaining components of the set. The reported issue was confirmed during the evaluation. Potential root causes:based on pf-mo-0005 rev. L, possible contributing factors include:-mold with excess of lubricant.-unqualified operator. -failure to follow procedure.-unclear work instruction.-equipment malfunction.-power supply failurethe device history record did not reveal any issues or problems related to the reported symptom code(s). The event was confirmed.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient had a fluid leak associated with pd treatment. In a follow up, the nurse said the patient discovered fluid leaking during fill 1 of treatment. The fluid was leaking from one of the tubes. There was no leaking inside the cycler. There was no harm, intervention or adverse event associated with the leak. The patient is using the same cycler. The cycler set is available to return.